Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training with the go bionic device, the ilet bionic pancreas generated alert 57 (software runtime error) and alert 90 (algorithm output range error), and the ilet displayed a malfunction notification; the patient¿s blood glucose was unaffected and there was no hospitalization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a program or algorithm execution failure associated with the device¿s firmware, with a mechanical problem identified; the device restarted without recurrence after troubleshooting and education were completed. It was concluded, based on previously established findings for similar reports, that the cause was design change validation inadequate.